Manufacturer narrative:
The defective sampler was not delivered and no photo was provided. Reference samples were checked and were within specification. Problems with activation of the needle shield device are known and may occur due to assembly process error.

Manufacturer narrative:
Date of event in b3 and date received by manufacture in g3,are estimated based on the creation date in the customer complaint management system.

Event description:
According to the complaint, the nurses struggled with the needle safety on the safepico (lot number: ny-50).